Event description:
It was further reported that flushing of the lv lead was performed, the lead was still capturing the atrium when tested pre-revision, and the insulation separation occurred after removal from the device header.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. It was noted that lv pacing threshold caused atrial capture with short time to conduct into ventricle assumed as right atrium floor pacing. During attempt to reposition the lead, the lead insulation separated and pulling pin at lead extraction caused unravelling of conductor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, electrical continuity test results were passed, electrically. Visual inspection found outer insulation separation at connector. (B)(4).